Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: b7. Additional information: event site postal code: 90301. Event site contact person details: (B)(6). Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was alarming for ¿unable to update timing¿ and the informational message ¿r wave deflate¿ was also on the screen. No patient harm, serious injury or adverse event was reported.